Manufacturer narrative:
The system was serviced and was performing as intended. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when the system was taken into the operating room (or), the mobile view station (mvs) and image acquisition system (ias) were physically connected, but a connection was not established as it was in stand alone mode. The mvs interface cable was unplugged and plugged back in and the issue was resolved, and it was confirmed the system functioned as intended after the issue was resolved. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.